Event description:
It was reported that implant movement/shift and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2024. Post implant the closure device was noted to have shifted. No further intervention was performed and the patient was discharged. The patient has been reimaged twice over the last year via computed tomography (CT), and it was noted the implant never sealed. On (B)(6) 2025, the patient went to the emergency room (ER) for stroke symptoms, and it was determined the patient had a thalamic stroke. Current options are being explored for treatment and potential closure device explant. No further information was provided at the time of this report.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part#: m635wu60350 batch#: 0033621028. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformance's that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal, movement/shift, and cerebral vascular accident (cva) (medication and imaging required). Risk review: a risk review was completed and confirmed that the events of implant did not seal, movement/shift, and cerebral vascular accident (cva) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that implant movement/shift and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2024. Post implant the closure device was noted to have shifted. No further intervention was performed and the patient was discharged. The patient has been reimaged twice over the last year via computed tomography (CT), and it was noted the implant never sealed. On (B)(6) 2025, the patient went to the emergency room (ER) for stroke symptoms, and it was determined the patient had a thalamic stroke. Current options are being explored for treatment and potential closure device explant. No further information was provided at the time of this report.